Event description:
It was reported that the fiber core had detached from the outer coating. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached and not returned; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including metal/glass cap detachment. According to the IFU, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber core had detached from the outer coating after approximately 10 minutes of use. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that the fiber core had detached from the outer coating after approximately 10 minutes of use. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.